Manufacturer narrative:
Initial reporter's phone number: (B)(6). (B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on october 07, 2019 that a wallflex biliary rx fully covered stent was implanted to treat a stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2019. According to the complainant, the stent was successfully deployed; however, the stent failed to fully expand. The physician expected the stent to fully expand in 24 hours and the procedure was completed with this device. On (B)(6) 2019, the physician tried to expand the stent using a balloon but this was not successful. Reportedly, on the 15th day after the stent implantation procedure, it was reported that the stent still has not yet expanded. On (B)(6) 2019, another bsc stent was placed within the first stent to address the expansion issue. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.